Event description:
Related manufacturer report number: 2017865-2020-17036. It was reported that the patient presented to the clinic after having multiple syncopal events. Interrogation showed failure to capture on the ventricular channel and premature discharge of battery. The device was explanted and successfully replaced. The patient was stable and asymptomatic.

Manufacturer narrative:
This MDR report product is for an ous event identified as same/similar during a retrospective review as a result of abbott¿s investigation. The field events of premature discharge of battery and failure to capture were not confirmed. As received, the device was above elective replacement indicator level. The results of all electrical test performed, including mechanical stress testing, capture test and battery assessment indicate normal device characteristics. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.